Event description:
A home health nurse reported blood glucose results of 14mmol/l with a lifescan meter and 7.0mmol/l on a lab device, performed within 10 mins of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The nurse does not know whether the pt left the cap off of the vial and has since discarded the strips.